Event description:
This valve was explanted due to endocarditis and pv leak. According to the op report, the pt had chills and fever with positive blood cultures for staph aureus. Tee showed a pv leak of "increasing severity" with an adherent mobile vegetation. Prior to explant, the pt was in complete heart block with a "very slow" junctional response and "chronic" atrial fibrillation. Pt went into cardiac arrest requiring CPR and defibrillation. At explant, the valve was "densely" adherent to the annulus with "well healed" pannus, except for an area of pv leak beneath the aortic valve leaflets. The mitral valve was excised and a bovine pericardial patch was utilized to repair an anterior mitral annular abscess. Sjm 33mj-501 was then implanted. The pt remained in complete heart block 40 hours post-operatively and a permanent pacemaker was placed. The pt was reported to be in "stable" condition following both procedures.